Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Please note, this device history record (DHR) review is for sterilization procedure only: part: 426.621s; lot: l141544; manufacturing location: selzach; supplier: (B)(4); release to warehouse date: september 23, 2016; expiry date: september 01, 2026 non-sterile 426.621 / 9912655 was manufactured in grenchen the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate (B)(4) was reviewed and the used material was according to iso-5832-2 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event is an unknown date in 2018. Additional procode: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent an open reduction internal fixation (orif) due to a femur fracture on (B)(6) 2018. The patient was implanted with one (1) titanium (ti) broad locking compression plate (lcp) plate and an unknown number of screws. On (B)(6) 2018, it was discovered that the plate was broken at the fracture site and a revision surgery was performed on the same day. The broken plate was replaced with a 13 hole distal humerus plate and the affected site was fixed properly. There was no difficulty in removing the screws from the original plate. The surgeon stated that the event was caused by the patient falling and as well as delayed union at the fracture site and not due to the strength property of the plate. The patient is currently in the hospital. The revision surgery was completed with the patient in stable condition. Concomitant devices: screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.5mm ti broad lcp® plate. This is report 1 of 1 for (B)(4).